Event description:
It was reported prior to a generator change that the patient's atrial lead exhibited noise. The physician opted to cap and replace the atrial lead during the generator change out on (B)(6) 2021. The patient was in stable condition.